Manufacturer narrative:
The thermogard console was evaluated at the customer site. The reported complaint of "the thermogard console sn (B)(4) displayed "coolant level low" message, although the coolant reservoir was full" was confirmed during the functional testing and based on the event log review. The root cause for the reported complaint was due to a defective coolant sensor likely attributed to normal wear and tear. The thermogard console is a reusable device and was manufactured in september 2014 and has exceeded its expected serviceable life of 5 years. During the visual inspection, no physical damages to the console were observed. The thermogard console failed functional testing due to mid:09 (air trap assembly) error message displayed upon powering on. Further testing of the console revealed that the defective coolant sensor block caused the mid:09 error message, thus confirming the reported issue. Event log data was downloaded and noted multiple mid: 09 (air trap assembly) error messages around the reported event date, thus confirming the reported issue. The coolant sensor block with board was replaced to address the mid:09 (air trap assembly) error message. Following the repair, the thermogard console passed all the testing with no issues or faults observed. All tests and readings are within the specified limits and functioned as intended. Historical complaints were reviewed for service information related to the reported complaint and there was no similar complaint reported for thermogard xp ivtm system with sn (B)(4).

Event description:
As reported, the thermogard console sn (B)(4) displayed a "coolant level low" message, although the coolant reservoir was full. Patient use information was requested but no additional information was provided, therefore patient use is unknown.